Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 15 mg/ml of morphine at 1.959 mg/day via an implantable pump for spinal pain. It was reported the patient had a magnetic resonance imaging procedure (MRI) on (B)(6) 2019 and the patient experienced a heat sensation coming from the pump. It was reported the pump was heating up during the MRI. The sensation was only at the pump site. The patient was no longer experiencing the sensation at the time of the report ((B)(6) 2018). The MRI was not discontinued due to the heating sensation. No other symptoms were reported. No further complications were reported or anticipated.